Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, the sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event due to limited information, a definitive root cause was unable to be determined at this time; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years 1 month post transaxillary/subclavian transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve inside a 29 mm surgical valve, the patient was being evaluated for treatment due to possible aortic stenosis (as). An echocardiogram performed showed no aortic valve regurgitation, but the peak gradient was noted to be 51 mmhg and the mean gradient was noted to be 29 mm hg. Additional information was received revealing the patient was presenting with shortness of breath. The aortic valve area (ava) was noted to be 1.12 cm2. It is unknown at this time if the patient has been treated.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records and investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (investigation findings and investigation conclusions) and h10 (provide narrative/data). Additional information was received via medical records revealing approximately 5 years post transcatheter aortic valve replacement (tavr) procedure, an echocardiogram performed showed the patient had worsening bioprosthetic aortic valve stenosis with an aortic valve area (ava) of 1.12 cm2 which indicated there was moderate to severe stenosis of the bioprosthetic aortic valve. There was also an increase in the transvalvular gradients with a peak gradient of 51 mmhg and mean gradient of 29 mmhg. The patient was also noted with worsened shortness of breath and dyspnea on exertion. The event was believed to be related to the patient's long-term inflammation given the patient's chronic popliteal infection. There was no indication of any vegetations or endocarditis on the echocardiogram. There is a plan to treat the patient via a valve in valve in valve procedure. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, the sapien transcatheter heart valve (thv) valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (hyperlipidemia and long-term inflammation due to chronic popliteal infection) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following section of this report has been corrected/updated: h6 (health effect - clinical code). Additional information was received from the field clinical specialist (fcs) clarifying the patient had presented with heart failure and lightheadedness with exertion in addition to the shortness of breath. It was also reported that the aortic valve area (ava) was 1.12 cm2 based on a tee performed approximately 5 years post transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve inside a 29 mm surgical valve. Approximately 5 years 3 months 8 days post tavr procedure, the patient underwent a successful valve in valve in valve procedure with a new 29 mm sapien 3 valve via the carotid approach. It was noted that after the new 29 mm sapien 3 valve was implanted, the valve was post-dilated with a 28 mm non-edwards balloon. The invasive mean gradient after the procedure was completed was 9 mmhg. The patient tolerated the procedure well.